Event description:
It was reported that vf and pacemaker-mediated tachycardia episodes were observed. Review of the session records showed that the ventricular channel was picking up atrial signals. A lead issue was suspected. Diagnostic imaging and provocative testing were recommended. No adverse consequences were reported.